Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer's daughter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. At 11:12 am the result from the meter was 6.6 inr. The customer was admitted to the hospital for pneumonia and had lost strength in his legs. At 2:30 pm a sample was collected for the laboratory and the result was 3.9 inr. There was no allegation of an adverse event. The customer's coumadin was withheld. The customer's condition was "fair". The customer was not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer's lisinopril was changed 7 days prior to the event. The customer has had no changes in diet, no bleeding, and no bruising. The customer's therapeutic range was 2 - 3 inr. The qc was acceptable. The suspect device was requested to be returned for investigation

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips using quality control material. Testing results: qc 1: 2.4 inr , qc 2: 2.4 inr , qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. The results alleged by the customer were not observed in the meter¿s patient result memory. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.